Event description:
It was reported that the implantable cardiac monitor (icm) recorded an episode that did not look like true asystole. It was noted that the patient had been asleep and had no memory of any symptoms. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).